Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had the concurrent procedures of a hysterectomy and rectocele and cystocele repair without mesh performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 with electrotholysis, excision of the mesh sling, (B)(6) 2012 again revision/removal of the mesh with peri urethral tissue, vaginal wall excision, sling removal. It was reported that the husband had peeled mesh from vagina with his fingers, increasing the pain level of patient and also increased pain with sexual relations. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, hematuria and dysuria.

Manufacturer narrative:
(B)(4)